Event description:
Elderly male with history of diabetes mellitus (dm), hypertension (htn), (coronary artery disease) cad and recent jaundice and pos liver function test confirming biliary obstruction. Procedure: endoscopic retrograde with anesthesia, cp/sphincterotomy/stricture brushings, mass biopsy and stent placement. Problem- while doing endoscopic retrograde cholangiopancreatography (ercp) , the wire would not thread through the stent. It felt like "hitting a brick wall". Device removed, another one used without problems. No known harm to patient. Manufacturer response for catheter, biliary, diagnostic, advanix¿ biliary (per site reporter). Will obtain and replace.